Event description:
On 11/11/09, during device evaluation by baxter the stop button on the pump head module keypad on a colleague cx volumetric infusion pump single channel was found to be inoperative. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software (B) (4) categorized as remediated.

Manufacturer narrative:
Evaluation summary: the reported condition of inoperable stop key was confirmed due to a cut on the top pump head module keypad gasket. The pump head module keypad was replaced to correct the reported condition. There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)